Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(6). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - right hip. Reason(s) for revision: pain, severe loosening & acute displacement of the cup..

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Asr revision. Asr xl - right hip. Reason(s) for revision: pain, severe loosening & acute displacement of the cup. Update 26 jul 2015: rec'd lot numbers for head and incorrect lot number for cup. (Querying). Stem and sleeve details still unavailable. (B)(4) 2015. Update 27 jul 2015: correct cup lot number.

Manufacturer narrative:
Asr revision asr xl - right hip reason(s) for revision: pain, severe loosening & acute displacement of the cup update (B)(6) 2015: rec'd lot numbers for head and incorrect lot number for cup (querying). Stem and sleeve details still unavailable. Sm (B)(6) 2015 update (B)(6) 2015: correct cup lot number. Sm (B)(6) 2015 update (B)(6) 2015: correct cup lot number. Sm (B)(6) 2015 update (B)(6) 2017: email notification from (B)(6) received. There is no new information. This complaint was updated on: (B)(6) 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.